Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was investigated. As received, the front response button was coated with glue and unable to be pressed. The apparent glue is evidence of physical abuse/tampering while in use in the field. The cause of the inability to activate the monitor is the damaged front response button. The root cause of the damaged response button appears to be physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the monitor using the response buttons.